Event description:
Caller states that the device read 169mg/dl and 2 mins later read 85mg/dl. No treatment received. Caller also reports that the customer performed the following tests back to back: 119mg/dl, 54mg/dl, 324mg/dl. No treatment received. No adverse event reported. No qcs were used. Requested return of suspect device and replacement was sent.